Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family regarding plaintiffs purchased medtronic¿s insulin pumps to deliver the proper amount of insulin to treat their diabetes. Plaintiffs, like all diabetic patients utilizing infusion therapy and continuous glucose monitoring systems, depended on extremely precise and accurate fluid infusion systems to assure appropriate blood glucose readings and insulin delivery amounts. However, evidence has emerged that defendants manufactured and sold 600 series insulin pumps with retainer rings¿which lock the insulin cartridge to the pump¿s reservoir compartment¿ that were defective because of a propensity to break or become detached. On or around (B)(6) 2021, plaintiff's insulin pump malfunctioned and failed to deliver the correct dose of insulin, causing plaintiff to suffer injuries, including but not limited to hypoglycemia and other injures and damages. Plaintiff required emergency medical treatment and hospitalization as a result of the injuries caused by defendants¿ defective insulin pump. It was unknown if the auto mode was activated at the time of the event or not. It was unknown if the customer had been using the insulin pump within 48 hours of the event or not. It was unknown if the customer will discontinue the use of device or not. The product will not be returned for analysis. Updated summary : the report stated that the injuries, including but not limited to diabetic ketoacidosis, hyperkalemia, acute kidney injury, leukocytosis, diabetes mellitus, vomiting, dehydration, and other injuries and damages. Updated summary: the customer is alleging under delivery.